Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise in the image due to faulty charged coupled device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the tiny wire poked out of the cable due to hole in the cord. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head exhibited tiny wire poking out of the cable. There were no reports of patient harm.